Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leak.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the inlet tube of the pump near the strain relief. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the shorter exhaust tube of the pump near the strain relief. No functional abnormalities were noted with the pump. No visual or functional abnormalities were noted with cylinders 1 or 2. The information received indicated the device had a pump tubing leakage, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3951002. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.